Event description:
It was reported that the patient has been experiencing pain since the time of the implant. The pain is not constant but happens daily with normal activity. The pain is sharp and causes him to have to stop what he is doing. The pain usually occurs while walking and is relieved by medication or stopping the activity.

Manufacturer narrative:
The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.